Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were made. The patient was stable before, during and after the programming changes.

Manufacturer narrative:
Correction: section h1: should be malfunction instead of serious injury as the product remains implanted. Section b: b1 - adverse event & b2 - required intervention to prevent permanent impairment/damage should be blank and b1 - product problem should have been selected.